Event description:
On (B)(6) 2005, the pt underwent treatment with gore tag thoracic endoprostheses. On (B)(6) 2011, another tag device was implanted.

Manufacturer narrative:
Add'l devices: tg2815/#03620290. Tg3410/#03640231. Tg3415/#03609517. Tg2810/#03640162.